Event description:
It was reported that this patient presented to the hospital following a delivered shock by this subcutaneous implantable cardioverter defibrillator (s-ICD) system. Device data was sent to technical services (ts) for review. The delivered shock was determined to be inappropriate due to low amplitudes and myopotential oversensing. An x-ray confirmed appropriate placement of the system. This system was then explanted and replaced with a transvenous system. No additional adverse patient effects were reported.